Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported that patient scs system was explanted due to inoperable ipg. No other information is available.